Event description:
Reporter said this bed's hilow is going up unintentionally. Reporter returned call advising lh caregiver cable was the problem. He replaced cable and bed functions properly, back in service.